Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more details about: "the needles were not crimping on the strands"? Device return status? Did the event occur during one or multiple procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2022-03698, 2210968-2022-03700 and 2210968-2022-03701.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date in 2022 and suture was used. The needles were not crimping on the strands. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 6/14/2022 additional information was requested, the following was obtained: - product code: t41024h - lot number: qcmacr - event date: current march-april 2022 - procedure date: current march-april 2022 - type of procedure: vet surgery - abdominal / urinary surgery - event description: at the opening of the pouch, the veterinary observed that the needle was not crimped to the thread. This issue occurred 4 times. The surgery was completed by using another suture without any incident on the animal. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-03698, 2210968-2022-03699, 2210968-2022-03700, 2210968-2022-03701